Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. The fse replaced the flexvision pc and the hard disk. After replacement of flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura's flexvision pc was stuck at 00:00 and would not boot up. The system was not in clinical use when this occurred. There was no report of harm.